Event description:
It was reported that the customer had air bubbles in her 2 reservoirs. Customer was filling the reservoirs and could not get the air bubbles purged out. Air bubbles were large and small. Customer just changed out the reservoir twice before the issue was resolved. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.